Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite vial access device had flow issues the following information was received by the initial reporter with the following verbatim it was reported by the customer that the consumer had difficulty pushing the syringe volume into the vial after attaching the vial adapter to the vial.

Manufacturer narrative:
The customer reported the plunger would not move and was unable to administer the medication, and returned one sample of material 2203e, lot 24045352. Upon initial visual examination, the set had no defects or abnormalities. The tijuana manufacturing quality team tested the sample and was able to verify the complaint of occlusion. The occlusion was verified on the first plunge as the smart site piston being unable to open. The smart site was able to open on subsequent plunges, but the initial occlusion verifies the issue. The manufacturing team found the root cause for the occlusion to be related to the fluorosilicon lubricant application into the smart site piston. The lubricant was not added correctly. To address the failure, several actions were taken including creating a CAPA for the issue. A quality alert was created under the CAPA on june 18th, 2025 to communicate the smartsite occlusion complaints to mds manufacturing automation. Applicable personnel to all involved shifts were notified. The manufacturing of model 605882-100 was halted, restricting the production plan starting in december 2024. All batches of model 605882-100 were blocked at the tijuana 0780 plant under quality notification qn 200416151 for quality disposal. Available material of model 2203e at distribution centers was reviewed, and a total of two batches (25055090 and 25055890) were confirmed. A device history record review for material# 2203e and lot# 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2024 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.